Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 08-dec-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and that she was not currently experiencing any diabetic symptoms. Customer stated the shakiness reported at the initial call had been due to the botox injection she had received; customer stated the shakiness had not started until after the botox injection had been administered. Customer stated she had performed an additional blood test using the true metrix meter and had obtained a blood glucose test result of 245 mg/dl fasting. Note 2: manufacturer contacted customer in a follow-up call on 22-dec-2021 to ensure the initial concern is resolved - able to establish contact with customer who stated she was still obtaining high blood glucose test results using the true metrix meter. Customer requested replacement product; replacement product had been sent to customer (order fulfilled 28-dec-2021).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 231, 348, 275, 269 and 257 mg/dl. The customer¿s expected am fasting blood glucose test result is 172 mg/dl. At the time of the call, the customer reported feeling shaky; customer was unsure if it was related to diabetes or due to the injection of botox she had received a few days ago. Medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer fasting and produced test result of 268 mg/dl using true metrix meter; customer was not satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/22/2023 and test strips were opened four days prior to call. Customer had declined a replacement at the time, stating that she would wait for her sister. The meter memory was reviewed for previous test result history: result 1: 231 mg/dl date: 12/7/2021 time: 9:00 am fasting, result 2: 348 mg/dl date: 12/6/2021 time: 10:00 am fasting, result 3: 275 mg/dl date: 12/5/2021 time: 9:00 am fasting , result 4: 269 mg/dl date: 12/4/2021 time: 9:00 am fasting, result 5: 257 mg/dl date: 12/3/2021 time: 10:00 am fasting.

Manufacturer narrative:
Sections with additional information as of 09-feb-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.